Event description:
A home pt (hp) contacted baxter's technical serivce center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 2 of their automated peritoneal dialysis therapy. Per initial report, the hp had their transfer set disconnected from the patient line of the homechoice set at the time of the alarm. The hp subsequently reconnected self to the setup and "cleared alarm and put self into inital drain". Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.